Event description:
Account reports that luer lock will not stay connected on terumo catheters. States facility had no medical incidents as yet, but facility is fearful that facility may. States luer spins and causes stripping of the flange on the terumo catheter.